Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through troubleshooting steps including inspecting and cleaning the o-ring and pneumatic tap area, and attempting to reload the cartridge. Initially, the customer was unable to successfully load the cartridge. With assistance, the customer filled and loaded a new cartridge and was able to complete the process, allowing insulin delivery to resume.